Manufacturer narrative:
The product was not returned for analysis. Photo review: photos showing what appears to be plunger override. Based on our observation of the attached photo, plunger has passed over the lens. A definitive determination of damage cannot be made without the evaluation of the physical product. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens implantation, while advancing the plunger, it slipped around the lens pushing the lens posterior and the lens was not advanced forward in the delivery system. The lens was curved around the plunger. There was patient contact with the device.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).